Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage in the tubing on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5397745, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5397745 was manufactured according to the work instruction (wi) version 87 and manufactured in the line 10 on 02/oct/2022, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 5403987 was manufactured according to the wi version 54 and manufactured in the machine sc05-sc06, on 27/sep/2022, with a total of (B)(4) units. Lot 5400025 was manufactured according to the wi version 54 and manufactured in the machine sc08, on 22/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.